Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the battery cap threads were stripped, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked from threads down to the case seal on the side. The returned battery cap¿s threads are stripped and unable to fit to maintain electrical connection. A power loss was observed with the returned battery cap. A test battery cap was able to fit and able to maintain electrical connection. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.